Manufacturer narrative:
Product complaint # (B)(4). Batch # r57j0t. The analysis results showed that one ecr60b cartridge reload was received. The reload was received fully fired and with damage on the cartridge deck. The found damage on the deck is consistent with the device being fired over an already existing staple line; when this happens the knife plows the staples on the cartridge deck and shaving may occur. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, during the surgery there was failure to shoot the second blue charge of the device. At the time of shooting, the load was blocked preventing normal operation, the doctor in charge of the surgery had to request exchange of the load to carry out the shot without problems.